Event description:
On 2024-jun-11 a phone call was made to hcp patient was taken to the ER for chest pains on 2024-may-12. Patient had a cardiac cast that showed a severe mutli vessel _____(issue was not fully understood over the call). Patient was transferred to a critical care unit on 2024-may-14. Doctor advised removing the pne because the patient was in the hospital and as such stated they were not a good candidate for a permanent implant. Upon discussion with nurse of hcp they stated that it appears the patient went to the ER and was hospitalized due to cardiac issues and not the trial device. Additional information was received from hcp¿s nurse. Patient had chest and multi vessel cad. Hcp stated the procedure¿s anesthetics/ anesthesia triggered the patient to have a heart attack. The implanted device was functioning properly.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefor this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was noted that the patient's trial started on (B)(6) 2024. It was reported that it was reported that patient was hospitalized and stated it was an emergency. On (B)(6) 2024 a phone call was made to hcp patient was taken to the emergency room for chest pains on (B)(6) 2024. Patient had a cardiac cast that showed a severe multi vessel. (Issue was not fully understood over the call). Patient was transferred to a critical care unit on (B)(6) 2024. Doctor advised removing the pne because the patient was in the hospital and as such stated they were not a good candidate for a permanent implant. Upon discussion with nurse of hcp they stated that it appears the patient went to the emergency room and was hospitalized due to cardiac issues and not the trial device.